Event description:
Medtronic received information that this transcatheter bioprosthetic valve was explanted after five months implant duration, due to endocarditis caused by staphylococcus aureus. Histopathology of the valve revealed a single stent strut fracture and a single twisted stent node. The stent findings were of no clinical significance. There were no adverse patient effects related to the stent fracture while the valve was implanted.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, two devices were received; a melody valve within an unknown bare metal stent. All leaflets appeared to be extremely stiff, due to the amount of host material attached to the inflow and outflow. Extremely thick tan vegetative appearing host material, consistent with the endocarditis finding, filled the inflow and outflow of the valve, significantly reducing the outflow orifice area. The vegetation appeared to adhere the leaflets to the inner lumen wall. Radiography did not appear to show stent fractures but possible trace mineralization. Histopathological analysis was performed and revealed a single stent strut fracture on the inflow aspect of the stent, seen on the specimen radiograph. It did not cause a separate stent fragment to develop and was likely of no hemodynamic consequence. There was no evidence of puncture of the vein wall by the fractured strut. One node towards the outflow aspect was twisted upon itself, with the stent struts crossing each other before reaching the node. The cells associated with this node were incompletely expanded. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis of the device confirmed the presence of damaged stents. A definitive cause to the stent fracture cannot be determined. (B)(6). (B)(4).